Event description:
It was reported that the pump latch was not closing properly. The device evaluation found the intermittent latch lock sensor. There was no patient harm, but the event resulted in delay in therapy.

Manufacturer narrative:
One device was received for evaluation in used condition. The event history log was reviewed. Functional testing found the latch handle is slightly loose, not firm, and an intermittent latch lock flex sensor. It was determined that the latch lock flex sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.